Manufacturer narrative:
Report required by FDA for eua. Eua #(B)(4). Investigation not complete at time of report. Follow-up report to follow completion of investigation. Relates to (B)(6) (3014862188-2021-01540, test 2 of 2). This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr the next day. Fully vaccinated. Report 1 of 2.

Event description:
User reported false positive result on the (B)(6) 2021. Negative pcr the next day. Fully vaccinated. Report 1 of 2.